Event description:
Starting angio is attached. While working our way down the isr, we started with a workhorse wire (sion blue) and corsair pro 135cm microcatheter then a gaia next 1. The gaia was immediately beaten up once in the lesion (picture attached). The mongo wire was then advanced through the microcatheter into the lesion & met with resistance. (The angio of the wire within the lesion was not saved.) After making some headway through the lesion, we attempted to remove the wire. While meeting some resistance, it was not enough to be concerned. When we next stepped on fluoroscopy, the portion of the wire left behind was noticed. We were able to proceed through the procedure and eventually successfully treated with two drug coated balloons. Angio 1 attached showing the location of the left behind piece of wire in relation to the vessel.